Manufacturer narrative:
Internal complaint reference: (B)(4). Robinson, c. M., adams, c. I., craig, m., doward, w., clarke, m. C. C., & auld, j. (2002). Implant-related fractures of the femur following hip fracture surgery. Jbjs, 84(7), 1116-1122. Doi: 10.2106/00004623-200207000-00004.

Event description:
It was reported that on literature review "implant-related fractures of the femur following hip fracture surgery", 34 patients out of 2734 patients that underwent a primary surgery with the compression hip screw system (chs) had a subsequent ipsilateral fracture of the femur. It is unknown how each patient was treated. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, no further clinical information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2022-00109240-1